Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of high pacing lead impedance was confirmed in the laboratory and was due to excess medical adhesive found on the ring electrode.

Event description:
It was reported that the rv lead exhibited high pacing lead impedance at implant via an analyzer. The lead was not implanted.